Manufacturer narrative:
(B)(4). Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the exact cause of the stenosis cannot be confirmed. It is possible that the patient¿s predisposition to valvular disease contributed to the re-stenosis of the valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
About seven months post xt placement in a pre-existing surgical valve, a new sapien xt was placed due to stenosis. Prior to the second valve placement, the patient was sent to the hospital on a life flight. The patient's aortic area was .68cm2 and gradient was 51mmhg. The second xt was placed in the same position as the first thv in the surgical valve (appropriately placed). There was no regurgitation post placement. There was discussion regarding the patient¿s possible metabolic issues, which may have contributed to the stenosis. The physicians do not believe there is a malfunction of the valve.